Event description:
On 30-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588t acl tightrope would not reduce when transferring to the rt of an ar-1588rt lot: 15520364. This was discovered during an anterior cruciate ligament reconstruction and anterolateral reconstruction procedure with no patient harm. The case was completed using another acl tightrope rt. No procedural delay experienced and no additional anesthesia was administered. The patient's bone quality was reported as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.